Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on their insulin pump were ramping up without input from the user. The customer noticed the issues when entering their carbohydrates for a bolus. Customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No ramping numbers noted on the display. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.